Event description:
It was reported that the system 9800's keyboard was not responding. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The keyboard processor, the single board computer and the image processor circuit boards were replaced. The system was tested and found to be working as intended and placed back into service.